Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor memorygel breast implant 200cc gel breast prosthesis. Rupture of the left breast prosthesis was identified. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 8/6/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device contained turbid gel. Red and black material was observed within the device and gel was observed on the shell surface. A rent was observed within an area of siltex cracking on the posterior aspect, measuring approximately 0.4 cm. No other anomalies observed. Complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The device history record (DHR) of lot number 171555 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. At this time is not possible to determine the origin of the red and black material observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).